Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A purchaser reported that while the surgeon was implanting an intraocular lens (iol) into the capsular bag, a linear optical imperfection was noted under high magnification. A new lens was used to complete the procedure.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. The iol was returned in two(2) segments adhered to the outside of the iol case with solution. A significant amount of solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. The optic is torn/split-cut dividing the iol in two(2) and scratched/marked-rejectable. Unable to conduct dimensional testing due to condition of returned sample. We are unable to determine the root cause for the reported complaint. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. A functional test (dimensional) to check the dimensions of the optic/haptic/lens could not be conducted due to the condition of the returned sample. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).